Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to transmit. The capsule calibrated successfully but when capsule was placed, the recorder displayed waiting for capsule for 40 minutes. Technical support advised them to place the recorder directly on patient¿s chest to establish the signal. However, the capsule never established a signal and the recorder was flashing yellow. They pressed esc andthen start study but the recorder still displayed waiting for the capsule, the capsule has been returned for investigation. A repeat procedure will be necessary with additional anesthesia as per customer. There was no patient or user injury or harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product sample was not returned for analysis. Without a sample, we are unable to determine the cause of the reported event. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to transmit. The capsule calibrated successfully but when capsule was placed, the recorder displayed waiting for capsule for 40 minutes. Technical support advised them to place the recorder directly on patient¿s chest to establish the signal. However, the capsule never established a signal and the recorder was flashing yellow. They pressed esc andthen start study but the recorder still displayed waiting for the capsule, the capsule has been returned for investigation. A repeat procedure will be necessary with additional anesthesia as per customer. There was no patient or user injury or harm.